Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. Resistance to insertion was encountered due to scar tissue. Poor marking was also noted, so the device was removed and re-flushed. On re-insertion, resistance was again experienced. The physician continued to advance the device, rotating it and lifting it to about 50-60 degrees, at which point the device snapped. Resistance to removal was felt, at which time a fluorogram confirmed separation of the device. The pt was taken to surgery, where the device was removed from the access site. The pt recovered without further incident.